Manufacturer narrative:
Device received compromised forced sensor system alarm during the basic occlusion test due to loose/protruded or flush drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or test for motor error alarm due to compromised forced sensor system alarm. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customers reported via phone call that the they experienced hyperglycemia and also insulin pump receive compromised force sensor system alarm. The customer blood glucose level was 400 mg/dl at the time of incident. Customer was treated with syringe or pen for high blood glucose level. Customer declined to troubleshoot for high blood glucose value. Customer stated insulin was squirting out during the manual prime process. Customer stated drive support cap appeared to be normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.